Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reporter indicated the event occurred sometime during the prior month from the date it was reported to the manufacturer representative; therefore date of (B)(6) 2011 is being used as the best estimate date. Operator not trained. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first proglide is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device had been fully deployed and there were no missing parts. The suture, complete and undamaged, was still partially loaded within the device handle with its posterior needle tip engaged with the posterior cuff, ejected from the posterior foot, with the link and anterior cuff attached. Inspection of the anterior cuff detected two of its three tabs bent and prolapsed and the anterior needle tip was damaged. The observed damage is consistent with a needle to cuff detachment. There was no detected damage to the handle or its components to indicate resistance to suture deployment through the device and the posterior needle to posterior cuff engagement was secure. The suture was removed from the device without any detected resistance to suture movement and the plunger was re-inserted and removed with no detected resistance as well. The reported cuff miss experience could not be confirmed. A possible cause for the needle to cuff detachment may have been due to interaction with tissue, fast abrupt plunger withdrawal from the handle or a failure to maintain a stable position of the device with respect to the tissue tract during deployment. Additionally, the reported use of the device by an untrained physician was likely a contributing factor in the reported event. Review of the device history record for this lot did not produce any findings relevant to this report. No device related root cause was found for this incident and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician, not trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly during plunger removal the suture did not present. A second proglide was used with the same results. A third proglide was successful achieving hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.